Manufacturer narrative:
(B)(4). Additional information requested but unavailable: was there any difficulty loading the cartridge during the procedure? How many cartridges were used in the procedure? Were there any issues noted with device performance in the surgical procedure? Was the procedure open or thoracoscopic? Are photos of reload available? What is the current patient status?

Event description:
It was reported that during a thoracic procedure; the stapler and a cassette reload were fitted together and used in the operation successfully. The operation was completed and the staple gun was discarded in the usual way into the clinical waste. A routine follow up chest x-ray post-op identified an abnormality in the chest, a CT scan confirmed that the stapler reload cartridge was retained in the patient's chest. Checking of the stapler and reload being intact is not part of the formal count process. The surgeon took the patient back to the theatre and through a minor procedure using a thorascope he managed to remove the cartridge completely.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2016. Additional information requested and received: was there any difficulty loading the cartridge during the procedure? Unknown ¿ have asked the question, but no one can say categorically either way, how many cartridges were used in the procedure? Standard number for lobectomy ¿ affected cardridge was the last firing (white reload) were there any issues noted with device performance in the surgical procedure? No ¿ none reported. Was the procedure open or thoracoscopic? Open. Are photos of reload available? No. What is the current patient status? Gone home. Additional information received: I have seen the reload today. It¿s a white reload and you can see the reload has been fired as the orange individual staple housing is visible on the reload.

Manufacturer narrative:
Pi1-14bbkd3 date sent: 11/21/2016 d4: batch # n53921 additional information received: the customer/hospital thinks that the reload could have fallen out of the gun whilst it is in the patient (pre or post firing). So they are looking for some reassurance whether this could have been possible. They are trying to determine whether it has fallen into the patient or it has fallen out of the gun whilst in the patient. They have said that it seems unlikely that a reload will have fallen out as usually they are so hard to get out when you are trying to reload the gun ordinarily. I spoke with the mr shah yesterday and at the very least it would great to say whether the cartridge was fully fired or part fired. Having this information would be great as if the cartridge was fully fired then it must have been sat in the jaws properly otherwise it would have locked out. The analysis results showed that one gst60w cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4) date sent: 1/24/2024 this report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. G6 manufacturer report number.